Event description:
The reporter stated results of a meter to lab comparison with results of 150 and 226 mg/dl, respectively, capillary and venous. He stated that the test were done fasting, 20 minutes apart. No control solution was available for testing. The reporter stated that he did not have any symptoms.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8